Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a low reservoir alarm and an empty reservoir alarm occurred and were confirmed by telemetry. Due to the empty reservoir message, the caller was unable to access the pump logs to confirm the pump was functioning. The patient was scheduled for a pump replacement and a possible catheter replacement; however, the caller was unsure why as the pump had only been implanted for a year. No patient symptoms were reported. The device system was used to deliver gablofen. It was later reported that the patient had been scheduled for a pump replacement surgery on (B)(6) 2013. The reporter confirmed that the pump was replaced. The pump was filled with 500mcg/ml of gablofen and started at a rate of 100mcg/day. Patient outcome was unknown. Additional information has been requested but was not available at the time of this report.